Event description:
Patient reported receiving recurring occlusion (04) errors and unexplained low blood glucose. Patient indicated that she believed the device to have caused diabetic seizures in 3/2006 and 6 days later. Patient did not indicated that she received medical treatment for the seizures. Patient indicated that she believed the device to be over delivering insulin. Patient indicated that she believed that during both seizures, her blood glucose level dropped below 20 mg/dl, but she was not sure. Patient indicated that the previous night after dinner and having forgotten to administer a bolus, she experienced a low blood glucose level of 69 mg/dl. Patient that sometimes the device sounded like it was "working too hard". Patient indicated that she was switching to her backup device.